Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the capsule was delivered endoscopically, but it dislodged on first attempt. A second capsule was calibrated, and the same malfunction occurred with second capsule. Second capsule placement was attempted during the same procedure. After the second capsule failed to attach, they decided to abandon the procedure. The customer had also confirmed that all suction was working correctly and checked as per instructions prior to deployment of the capsule. The capsules were unable to be collected as they were inside the patient and will be excreted at some point but not retained. The patient was prepped for procedure. As patient was under sedation, the procedure was abandoned due to time constraints of calibration versus patient time sedated. There was no patient harm.